Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1927psf-3 suture fragment (no batch indicator provided) was received for investigation. It was identified using calibrated ruler ID: 651 that approximately 21.1" of suture was returned, with thread breakage noted at the 15.4" mark. The observed condition of the device is most likely the result of user applied excessive force and/or through nicking the suture against instrumentation/sharp bone.

Event description:
It was reported that during arthroscopy the suture did rip off at the suture attachment while trying to pull the anchor. The broken off piece has been retrieved from the patient. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, 11-may-2021 -sac received further information that the anchor has already been fully inserted when the thread did rip off.